Manufacturer narrative:
A2 - age at time of event: patient is 18 years or older. E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: a promus elite ous mr 32 x 3.50 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid stent region was noted to be lifted and pulled distally. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a break in the shaft polymer extrusion in the guidewire exchange port region measured 2.3 cm distal to the port bond. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The tight, 28 x 3.50mm, target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 32 x 3.50 promus elite mr drug-eluting stent was advanced; however, during the procedure, the device failed to cross the lesion and the shaft broke. The procedure was completed with a different device. No complications were reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: patient is 18 years or older. Initial reporter address 1: (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The tight, 28 x 3.50mm, target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 32 x 3.50 promus elite mr drug-eluting stent was advanced; however, during the procedure, the device failed to cross the lesion and the shaft broke. The procedure was completed with a different device. No complications were reported and the patient status was stable.